Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events - 3 events were reported for this quarter. Product return status - 3 device investigation types have not yet been determined. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. 3 events had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 3 previously reported events are included in this follow-up record. Product return status 2 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. - 3 events had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 3 previously reported events are included in this follow-up record. Product return status 3 devices were not available for evaluation.

Event description:
No change